Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device did not confirm the stated failure mode. The device was only specified to be replaced. There is some damage along the face of the device likely from extraction. The clinical/medical evaluation concluded that this case reports a patient under went a patella resurfacing and poly exchange 8-years post tka. Per email communication, no consent has been granted to provide the requested surgical reports and x-rays. Therefore, no further clinical assessment is warranted at this time. Should clinically relevant documentation/ information become available, the clinical/medical task may be re-evaluated. A review of complaint history did not reveal additional complaints for the listed batch for the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient had a total knee replacement, except for patella, 8 years ago. They were booked to have a patella resurfacing, and during this procedure, the genesis ii c/r art insert size 5-6 9mm was replaced. No injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.